Manufacturer narrative:
Date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was implanted reducing mr to 1. At a later date the patient returned with the mr increased to 4. The clip had detached from the anterior leaflet (single leaflet device attachment (slda)). A second procedure was performed on (B)(6) 2020. One clip was implanted to stabilize the slda clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The mitral regurgitation was an outcome of slda. The reported patient effect of mitral regurgitation is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.